Event description:
Note: two boston scientific mesh devices were implanted into the same patient. This report pertains to the upsylon y-mesh. It was reported to boston scientific corporation that a pinnacle implant and a upsylon y-mesh implant were implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; painful intercourse; inability to have intercourse; recurrent incontinence; psychiatric injury nonsurgical treatments: the patient was treated with topical treatment (including oestrogen cream): osteregean cream for the treatment of: painful sex. Treatment duration: 12 mths.

Manufacturer narrative:
Block a1: meshc-20211027-bd93526e. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle implant and a upsylon y-mesh implant were implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pain inter; inab inter; rec incont; psych; nonsurgical treatments: the patient was treated with topical treatment (including oestrogen cream): osteregean cream for the treatment of: painful sex. Treatment duration: 12 mths.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.